Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative in regards to a patient who was being treated with compounded baclofen 4000 ug/ml (1340.3 ug/day) and clonidine 450 ug/ml (150.78 ug/day) intrathecal therapy via an implanted pump. The baclofen lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity and other spasticity. The patient's medical history and concomitant medications were unknown. The patient's pump reservoir was empty occurring on (B)(6) 2015. Per the hcp, starting in (B)(6) 2015, the patient did not feel well overall. The patient had onset of symptoms beginning on 11/24/2015. Troubleshooting was discussed. A refill was being done today, 11/24/2015. Additional information was received from a healthcare provider (hcp) reporting that the patient missed a refill appointment. The patient's pertinent medical history included spasticity, multiple sclerosis; spastic paresis; obstructive sleep apnea; pvd (peripheral vascular disease); contracture of knee; recurrent uti; subdural hematoma; neurogenic bladder; vitamin b12 deficiency; scoliosis; depression; dvt (deep vein thrombosis); s/p ivc filter; former smoker; dose use alcohol. Medications include acetaminophen ((B)(4)) suppository 325-650; acetaminophen (tylenol) tablet 325-650; aluminum-magnesium-hydroxide-dimethicone ((B)(4)) ; 4 ceftriaxone (rocephin) 1g ina sodium chloride addv ns (0.9); docusate sodium ((B)(4)) capsule 100mg; heparin ( ) 5,000 unit/ml injection 5,000 units; hydralazine (apresoline injection 10mg) ; magnesium sulfate ivpd 4g premix; metoclopramide (reglan) injection 5-10mg; miconazole nitrate ((B)(4)) 2% ointment; ondansetron (zofran); 4mg/2ml injection 4mg; pantoprazole (protonix) ec tablet 40mg; pantoprazole (protonix) injection 40mg; polyethylene glycol (glycolax) packet 17g; potassium chloride (kayciel) 20meq/15ml solution 20-60meq; potassium chloride (klor-con) cr tablet 20-60meq; potassium chloride 20meq in 100ml ivpb; prochlorperazine (compazine) suppository 25mg; promethazine (phenergan) injection 6.25-12.5 mg; sodium chloride 0.9% ns flush bag. Tests performed included (B)(6) 2014: pt/inr results - 13.0; (B)(6) 2014: pt/inr results -- 13.3; (B)(6) 2015 drug screens - negative for thc, cocaine, benzodiazepines, amphetamines. Relevant previous encounters include: (B)(6) 2015: hospital visit on (B)(6) 2015: documentation (no details); (B)(6) 2015: hospital visit on (B)(6) 2015: telephone visit and (B)(6) 2015: hospital visit. The patient's problem list included the following: multiple sclerosis, septic shock, encephalopathy, uti (lower urinary tract infection), hypokalemia, acute respiratory failure with hypoxia, atelectasis of left lung, sepsis due to urinary infection, diverticulosis of large intestine, convulsions, sleep apnea, vitamin b12 deficiency, altered mental status, other and unspecified complications of medical care, not elsewhere classified.